Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented for follow-up. Upon interrogation, an episode of noise causing inappropriate auto mode switch was noted on the atrial lead. The patient admitted using an electric extension cord. The patient was instructed not to use equipment that is not properly grounded. The lead remained implanted and the patient would be monitored.